Event description:
The customer called and reported experiencing high blood glucose of 480 mg/dl and there was a crack on the reservoir compartment of customer's insulin pump. Customer treated with manual injection. It was also stated that there were scratches on the screen of the insulin pump. The customer also reported experiencing a low blood glucose of over 40 mg/dl, which she treated with glucose tablets. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for high blood glucose, since the pump was going to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.